Manufacturer narrative:
A product investigation was performed for this device. A regional equipment specialist visited the customer site in order to evaluate the machine per customer request. The level detector module was replaced. Calibrated uf pump volume. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, seizures could have different etiologies, including electrolyte imbalances; this is not a device related malfunction, and there is no report of a device problem.

Event description:
A hemodialysis clinic called fresenius technical support to request a machine to be checked after an adverse event. A follow up call was placed with the clinic manager who stated that 2 hours into a sequential hemodialysis treatment, the pt complained of shortness of breath and began what appeared to be a seizure, then coded. Ems was contacted, CPR was initiated and the AED pads were applied to the pts chest. The AED could not detect a shockable rhythm so CPR was continued. Upon completion of three cycles of CPR, the pt became combative upon response of successful CPR. He refused transport to the hosp by ems, however, finally agreed. After a fill eval at the hosp, he had returned to the hemodialysis clinic in stable condition and continues with hemodialysis. She adds that he had a history of cardiac issues and she believes the incident is related to his preexisting condition and not the operation of the hemodialysis machine.